Manufacturer narrative:
Device codes(s): appropriate term/code not available (3191) ¿ device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported right abdomen pain, blood in stool, swelling left leg, activity limits are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated. Right abdomen pain, blood in stool, swelling left leg and activity limits. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 right internal jugular vein pre-bariatric surgery. Patient is alleging vena cava perforation, organ perforation and deep vein thrombosis (dvt). Patient further alleges, ¿I was having severe abdominal pain on right side, hurt when breathing, stool was bloody, swelling in left leg.¿ patient further notes the following activities have been limited or can no longer be engaged in, ¿roller coasters/flying.¿ as reported, the filter was retrieved, on (B)(6) 2018 through the patients neck due to perforated/sideways hitting intestine. (B)(6) 2018- CT abdomen pelvis with IV contrast. "Inferior vena cava filter in stable position with mild extraluminal protrusion of struts. Ivc filter within the inferior vena cava. Multiple struts extend extraluminally, with anterior strut abutting the adjacent small bowel." Impression: ivc filter in place with extraluminal extension of struts. Anterior strut abuts the adjacent small bowel without evidence of erosion. This appearance has not significantly changed since the prior examination of (B)(6) 2017.

Event description:
(B)(6) 2018, per a report from computed tomography 2; ¿impressions: the filter is posterior with its proximal cone 10 mm through the ivc wall. The anterior strut penetrates 8 mm through the ivc wall. It penetrates into the duodenum. The left strut penetrates 7mm through the ivc wall. The posterior strut penetrates 10 mm through the ivc wall. The right strut penetrates 9 mm through the ivc wall.¿ (B)(6) 2018, per a report from retrieval report (successful); ¿a vena cavagram was performed which demonstrated that the filter appeared to possibly be socked into 1 of the side walls. Multiple attempts were made with the cook celect filter retrieval system, but it became evident that there was probably endothelialized tissue all along the filter cap. For this reason, an omni flush catheter was placed, and using a floppy glidewire and a goose neck snare, it was snared. This was right after a 16-french long sheath was placed. With some tension, the filter was then pulled back into the 16-french sheath. It was taken out. It was intact, and a vena cavagram was performed which showed that the filter had been retrieved without any untoward affects".

Manufacturer narrative:
Investigation: the following allegations have been investigated: embedment, complex removal. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedment does not change the previous investigation results for organ/vena cava perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Catalog number and lot number are unknown; however, the alleged filter is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2010". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.